Event description:
The patient experienced stinging and burning sensation in the implantable neurostimulator pocket severe enough to stop using the device. The neurostimulator was replaced. The patient continued to feel uncomfortable pocket sensations after replacement. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).